Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trial procedure, the physician successfully placed one of the two attempted leads (model 3086). Reportedly, the second lead was unable to be advanced and therefore was removed. Due to insufficient coverage, the trial was subsequently discontinued.

Manufacturer narrative:
(B)(4).